Event description:
The hospital reported that for each applier, there was between 7 to 8 clips that did not close properly on the cystic duct. The clips fell into the patient's abdomen and the cystic artery was damaged. The customer has confirmed that all the clips were retrieved by the surgeon and that the patient is fine.

Manufacturer narrative:
(B)(4). There are no appropriate result and conclusion codes. The device history review for the product auto endo ml, lot #73g1400094 investigation did not show issues related to complaint. One (1) applier of catalog number 543965 auto endo5 ml was received used, opened, but with original package, lot number 73g1400094 was confirmed with sample received. During visual inspection it was observed that components look well assembled, no stuck clip in jaws. Failure mode applier not closing clips was not confirmed with sample received during visual inspection. During the functional inspection the failure mode applier not closing clips as reported was duplicated with sample received. Although the complaint defect was confirmed, a definitive root cause was not able to be determined. However, the manufacturer will continue to monitor and trend related events.